Manufacturer narrative:
Additional information was received stating that there was no excessive pressure in the patient circuit. This was not a reportable malfunction. Additional information was received stating that there was no excessive pressure in the patient circuit. This was not a reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported excessive pressure in the patient circuit. There was no report of patient involvement.